Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 pocket d1 had failed. A field service engineer (fse) inspected the drawer, opened the storage space configuration and found a broken retractor band. The fse then powered off the station, removed the drawer, replaced the broken retractor band, and reinstalled the drawer to resolve. After checking all connections and removing debris, the fse ran the hardware test application and verified functionality. The customer was then able to recover the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 pocket d1 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.